Manufacturer narrative:
Mfgers investigation: the involved devices were not returned for analysis and confirmation. A review of the mfg. Lot records for lot # 1806753 (mfg. Date (B)(4) 2009) shows (B)(4) units were mfg, tested, inspected and released. The exact cause(s) of the reported device problems are unk. The manufacturer has met with the distributor's (B)(4) and (B)(4) to review the tego connector device applications, facility training protocols and ascertain their understanding of the device componentry, performance features and intended functions.

Event description:
Intl (B)(6) complaint rec'd reporting leakage incident with use of one (1) d1000 tego connectors, unk hemodialysis set, catheter and syringe accessory devices. The distributor's report states "leakage of blood noticed by the nurse at the level of the silicone check-valve of the tego that closes a central jugular catheter." The report further states "blood leakage and air entry within the lumen of the catheter." The devices were changed out and discarded. There was no reported adverse pt consequences.